Event description:
Surgery to remove bladder involved internal staplers gia80 and the ta90. Six weeks after the surgery, there were fistulas formation two at first and then a third. The open wounds leaked blood and pus for over a year and required weekly and biweekly trips to the hospital wound clinic. On (B)(6) 2017 tissue ripped internally and a hernia formed around the stoma. The hernia continued to grow and was operated on robotically in (B)(6) 2019. Since then the liquid has been accumulating in the area. CT scan was performed. The liquid was removed this month ((B)(6) 2019), since then the area is starting to swell again. The continual swelling in the area has caused problems in keeping the urostomy appliance on. On (B)(6) 2016 bladder removal - then using a gia80 stapler with staple loads across the proximal and distal ends of the small intestine. Using allis clamps, I went ahead and proceeded to bring ta90 across the top to secure the open end (from dr's report). Six weeks after the surgery two and then three (3) open wounds that required twice a week and weekly visits to the hosp wound clinic. As the wounds need to be drained and packed. The visits continued for a year. Add'l bandaging was needed on a daily basis. On (B)(6) 2017 tissue ripped internally and a hernia formed around the stoma. The hernia continued to grow and was operated on (B)(6) 2019, after a CT scan. Since then the liquid has been accumulating in the area. The liquid was removed this month ((B)(6) 2019). The liquid is filling the area again. The consumer report would not come up and this report would not print this page. Were health providers notified of the problems with the internal staplers before the letter to healthcare providers dated march 8, 2019? Do you have a list of healthcare providers in (B)(6) that were notified? On october 22, 2019, letter to healthcare providers (march 8, 2019): since having an internal stapler used during the removal of my bladder I have experienced bleeding and pus from wounds, fistula formations requiring treatments in the hospital wound clinic for a year, tearing of internal tissue and organs (hernia), drainage of area caused by hernia (culture being examined), area of hernia repair is filling with liquid again. What are the recommendations for any recourses as a result of the use of the internal stapler causing these adverse events? What is the status of limitations in the state of (B)(6)? (B)(6).